Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced tape not sticking event on 16-april-2024. The blood glucose level was reported 112mg/dl on (B)(6) and 122 mg/dl on (B)(6). The body weight is 185 lbs. Tape not sticking more than 24 hours and adhesiveness may be affected by skin type activity level and weather conditions. No further information available.